Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a m access k-file separated. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Involved product which didn't give satisfaction was not returned and cannot be analyzed. A batch number was provided, however this number turns out to have no link with the catalog # involved in this complaint. Root causes are not identified. We will track this kind of event and monitor the trend.